Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified subclavian vein. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.